Event description:
Customer reported his adc freestyle libre sensor displayed persistent error messages and then a ¿replace sensor¿ message. He further reported that on an unspecified date he had contact with a healthcare provider and ¿took glucose¿. No further information was provided by the customer. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
(Device mfg date) has been updated based on product download. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the medical event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc freestyle libre sensor displayed persistent error messages and then a ¿replace sensor¿ message. He further reported that on an unspecified date he had contact with a healthcare provider and ¿took glucose¿. No further information was provided by the customer. There was no report of death or permanent injury associated with this event.